Event description:
A malfunction on the pump was reported by the customer, who experienced at least three occurrences of the same issue indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use multiple daily injections (mdi) as a backup therapy and has been sent a replacement pump by cts. Instructions on pump storage and the return process were provided, and the customer acknowledged understanding of the steps required.